Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. The device has multiple bends and kinks. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and balloon. The balloon was loosely folded. At 12mm from the tip of the device there was a pinhole in the balloon.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.